Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was 102 mg/dl. Reportedly, the customer did not have alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (cartridge change error) was verified and different issues were identified.